Event description:
It was reported by the rep that the device was used during a colon resection. It was reported the circulating nurse stated that the surgeon complained the stapler would not fire correctly. The surgeon did not reload the device. The surgeon continued the operation using a linear cutter. No adverse result occurred during the operation. The surgeon over sow the staple line. There was no consequence to the pt.